Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The shaft connection was still welded into the knob. The fracture surface is homogenous which indicates material uniformity. There are numerous deep dents on the top and edges of the knob and there are circumferential scratches around the shaft just below knob to shaft joint. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. As noted in prior complaints, the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique guide , could result in loading conditions that may lead to breakage. The returned device was manufactured in may 2007 and is over 5 years old and shows evidence of being used and hammered extensively over that time. The dents around the perimeter of the head indicated that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
The consultant reports regarding a tfn procedure. The coupling screw for the hb broke. The back part broke off of the shaft, there were no pieces to retrieve. The surgeon used pliers to back it out and disconnect it from the hb. The surgeon then proceeded to implant the hb successfully. Approx. 15-20 min. Added to surgery. No adverse effect to the patient was noted. This is 1 of 1 report for event (B)(4).